Event description:
(B)(4). Immediately after implantation, I began feeling tingling and numbness in both my hands and feet. Severe joint aches in my hands/fingers with a rash in-between my fingers that would not go away. Painful intercourse. Painful ovulation. I have never felt myself ovulate before but after implantation, I began to feel myself painfully ovulate each month. Abdominal swelling became a norm. Severe fatigue and a feeling of depression, lethargic, thinning hair, metallic tastes in my mouth. Once I hit the one year mark of implantation, I began to have constant and chronic pelvic pain. Loss of appetite and gi issues led to weight loss. Inability to tolerate dairy or gluten. Periods became intolerably painful, clotted, and shorter. In a three month time span, I was admitted to the ER 6 times with pelvic inflammatory disease, gallbladder issues, and unknown issues.